Event description:
On (B)(6) 2025, the user reported experiencing frequent low blood glucose events, including a reported value of 49 mg/dl, with some lows occurring overnight while using the ilet pump. The user indicated that they treated the low blood glucose by consuming mango fruit. The user stated they had disconnected from the device for a period of time and later resumed use.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.